Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Patient reported the ilet touch screen was cracked. Patient reported she went to sleep with it and woke up and it was cracked. Does not know how specifically. Ilet is still functioning but likely going to use backup therapy as to avoid glass in fingers. No impact on bg due to still being utilized. Report ilet will need to be replaced. Refer the patient to their hcp for a backup therapy plan while they await their new ilet. Cannot determine functionality of damaged ilet and recommend they discontinue use until they receive replacement ilet.